Event description:
The reporter stated that her meter was reading too low and that a comparison test with her dr's meter had given results of 159/259 mg/dl, a 39% difference. She reported having used out of the vial strips for the comparison test.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8